Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. There was no motor error alarm noted. The motor was tested outside the device and passed. The unit had cracked battery tube threads, reservoir tube lip, case at window display corner, belt clip slot, minor scratched lcd window, stained end cap sticker and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error and did not rewind. Customer's blood glucose reading at the time of the call was 9.9 mmol/l. No further information reported.